Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos), general purpose operating system (gpos), power supply and battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a communication fail error message. It is likely the system locked up. There are no reports of pt injury or death associated with this event.